Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that the equipment worked to specifications. The testing was witnessed by a facility staff member. Full disclosure data was provided by the customer. Investigation is underway. We will file a supplemental report when our investigation is concluded. Placeholder.

Event description:
Spacelabs received a report that a telemetry patient on central monitor model 91387-38 with telemetry receiver module model 90478 and transmitter model 91343 failed to alarm for ventricular tachycardia (vtach) at 06:11 a.m. On (B)(6) 2014. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the identified devices by the fse confirmed that the equipment worked to specifications. The testing was witnessed by a facility staff member. Additionally, the customer provided historical clinical data from their spacelabs ics database. There are several discrepancies in the information provided by the customer, which limit our ability to investigate this complaint. The discrepancies are listed below. The event time reported in the initial phone call to spacelabs tech support was 08:00 a.m., then changed to 06:11 a.m. During the onsite investigation. There was no historical patient data provided by the customer for a 06:11 a.m. Time frame. The copy of the ics database provided by the customer was improperly formatted and could not be used. The only patient data available for analysis is a screen shot of the alarm history thumbnails in ics from 6:01:25 a.m. To 8:18:13 a.m., a screen shot of the alarm history dropdown list in ics from 4:43:40 a.m. To 8:50:34 a.m., and a strip printout of the two ECG leads from 7:45:36 a.m. To 8:15:36 a.m. The customer reported the patient was on telemetry equipment which is what the fse inspected during his onsite visit. However, the patient data provided by the customer (noted in the above bullet) contained clinical parameters that are not available on telemetry devices. This indicates the patient must have been on a bedside monitor with a command module at the time of the event, whether it occurred at 06:11 or 08:00. There was no indication in the ics alarm history thumbnails or dropdown list provided by the customer of an alarm occurring at 06:11 a.m. However, as the customer provided no ECG waveform data, we cannot investigate to determine whether an alarm should have occurred. The limited patient data that was provided shows eight episodes of vtach (which spacelabs labels as vrun) that generated an alarm. There was no alarm generated for a nine beat episode which occurred at 08:03 a.m. Not enough information was provided by the customer to determine root cause for this event. Possible reasons included: some of the 9 beats were not detected as ventricular beats and thus alarm criteria were not met. Beat detection sensitivity for monitoring is 94-95%. Some of the beats were detected but classified incorrectly. The positive predictively (specificity) for monitoring ventricular beats is 89-92%. ECG processing was suspended by the customer during the episode. The alarm was disabled by the customer at the time of the episode. In conclusion, due to limited information provided for this event, we cannot conclusively determine root cause of the reported failure. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report of a failure to alarm for an episode of ventricular tachycardia (vtach) that occurred on (B)(6) 2014 at 08:00 a.m. According to the customer, the patient was monitored via telemetry, using two model 91387-38 central monitors, a model 90478 telemetry receiver module, and a model 91343 telemetry transmitter. When a spacelabs field service engineer ("fse") performed an onsite investigation at the facility, the reporting nurse changed the time of the event to 06:11 a.m. No one was injured as a result of this event.